Event description:
It was reported that during set up for an arthroscopy procedure, the cable of the mdu got warm and the controller made a beeping sound when the device was plugged in. A back up device was available to complete the procedure. It is unknown if there was a delay, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: b5 updated. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during set up for an arthroscopy procedure, the cable of the mdu got warm and the controller make a beeping sound when the device was plugged in. A back up device was available to complete the procedure. There was no delay, and no further complications were reported.